Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient activated a pod both the needle and the cannula had not deployed. The pod was not worn.

Manufacturer narrative:
The device was returned with the needle mechanism not deployed. The downloaded data returned timeouts and a drive stall with no generated alarm. Inspection of the device found that the top battery and top battery clip were corroded which could cause intermittent electrical issues on the pod. The pod was reset and connected with a pdm. The pod was able to administer a 5-unit bolus with no issues. The worn battery was found to be the cause of the timeouts and drive stall which caused the needle to not deploy.